Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the svc portion of the lead showed out of range impedance values. No noise was observed through pocket manipulation and isometric exercises. Reprogramming the device to exclude the svc portion of the lead was recommended. The device remains implanted.